Manufacturer narrative:
Additional information provided in h.3., h.6., and h.11. A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. The review of logfile for the day of treatment shows during start-up of the system the vacuum check and the energy check were performed successfully without issue. The ablation test was performed successfully and without problems, but the ablation test image was not saved in the logfiles and can therefore not be reviewed. The logfile shows that the user performed one energy check and performed three treatments without further energy check on that day. The logfile shows three successfully performed treatments without interruptions. Due to missing information about the treatment details the related treatment cannot be identified in the logfile. The review shows that during three treatments the suction process was achieved without missed vacuum one or two and re-dockings. The review also shows that all treatments were performed with no deviation between planned and performed energy. Review of the logfiles for the treatment day shows no warning or error messages. The root cause could not be identified during logfile review. The system was working within specification. The sample was not returned to the manufacturer for evaluation. A root cause for the customers reported event could not be determined because according to logfile review the product met manufacturer¿s specifications; it is not likely that a product malfunction could have contributed to the reported event. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
H.3., h.6.: investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported that the poor vacuum and negative pressure were insufficient to achieve the normal range, patient eye side was unknown, during lasik surgery.